Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Patient had an intuitrak powerlink stent graft implanted prior to 2010. The intuitrak graft was intact and had no issues. However, distal to the iliac limbs the patient developed bilateral iliac aneurysms due to disease progression in a previously untreated area, and was asymptomatic during this routine follow-up. The secondary case for this patient was completed on (B)(6) 2017 and the patient was implanted with an afx limb stent graft to exclude the aneurysms.

Event description:
Clarification: endologix became aware of a re-intervention in (B)(6)2017 as reported by physician elias kfoury at cheyenne regional medical center. As the exact awareness date and date of event are unknown, the best estimate (B)(6)2017 was used. The patient was originally implanted with an intuitrak powerlink stent graft prior to 2010. As the exact implanted date is unknown, the best estimate 31 dec 2009 was used. Some implanting information is unknown including the suspect medical device details and initial reporter and therefore, an intuitrak bifurcated stent graft and the physician to the secondary procedure will be used. The patient was asymptomatic during the routine follow-up when the bilateral iliac aneurysms were discovered. The implanted graft was noted to be intact with no issues at that time. During re-intervention, the patient was treated by implanting one (1) additional afx limb stent graft by the reporting physician.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: endovascular repair for a left type 2 endoleak from the hypogastric artery (coiling and limb extension) and iliac artery expansion (distal to the inferior stent margins - no product defect). Additional finding includes bilateral lumbar artery coiling for presumably a type 2 endoleak. There was no device defect detected, rather, the iliac sac growth was distal to the inferior stent margin of the device due to a type 2 endoleak from the left hypogastric artery. The patient was discharged home on the first post operative day on aspirin therapy. Lot information was not received and a manufacturing review was unable to be performed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Method codes: add 36 - 3336. No codes removed.